Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was twisted in the pocket due to twiddler's syndrome which resulted in exit block. The lead was capped and replaced.